Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a pressure wire was used to measure fractional flow reserve (ffr); however, blood was observed to be leaking from the proximal end of the copilot (where devices are inserted) while the pressure wire was being manipulated. Although leakage was noted, the copilot itself was used continuously and ffr was measured without issue. The copilot was used for further procedure with other devices although the leakage was persistent. The copilot was not replaced despite the noted leakage. Reportedly, the copilot cap was not rotated clockwise or counter-clockwise after the copilot was unpacked. The pressure wire was the first device used with the copilot. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.